Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. The customer's blood glucose level at the time of the incident was 435mg/dl. Customer treated with insulin pump. Customer attributed high blood glucose to bolus not taking place when keypad anomaly occurred. Customer had declined troubleshooting for high blood glucose. Customer stated that the act button was not responding during fill and boluses processes. Customer reported that clock on the pump advanced. Customer does not recall any significant event leading to keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The insulin pump will be returned for analysis.